Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, the knife blade did not retract, it was not totally guarded and was detected at the second use of the seal in the surgery. No patient injury.